Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1 level due to l5-s1 spinal stenosis and degenerative disc disorder. Intra-op, cage was inserted into the disc space, however device failed to expand correctly. The inner spacer cracked under the stress and tension halfway through expansion. An audible snap was heard. A lateral x-ray showed the cage was broken in the middle. The device was collapsed and completely removed from disk space while still attached to the inserter. The slap hammer was used. Upon immediate review it was obvious that the cage failed under tension. A similar cage was selected and inserted successfully into the disk space. No fragments remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual, optical and microscopic examination of the returned implant identified the -02 wedge component fractured near the transition of the wedge from the smaller height to the larger height, with rays emanating near the thin walled centerline of the component, with minimal thread damage below the transition. The above observations are consistent incomplete distraction of the disc space prior to attempted insertion and deployment of the implant, resulting in subsequent intraoperative overload of the implant. If information is provided in the future, a supplemental report will be issued.